Event description:
Reportedly, during a follow-up one day post implantation, an abnormally high pacing voltage was required to achieve ventricular capture. For this reason, lead replacement was indicated. Intraoperative measurements performed with a pacing system analyzer (psa) revealed a lead impedance greater than 3000 o.